Manufacturer narrative:
(B)(6). Report is for one (1) unknown reamer head. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was reaming, the reamer head became stuck in the medullary canal. The physician attempted to reverse the drill and the reamer shaft came apart. A ball tip reaming rod was used to remove the parts without difficulty. There was a surgical delay of five (5) minutes. The surgery was successfully completed without further incident. This report is for one (1) unknown reamer head this is report 1 of 2 for (B)(4).